Event description:
It was reported that a patient had a return of pain in the lower spine and radiating down the legs three months post-operatively. Additional pain medication did not improve the patient's symptoms. A follow-up radiological study showed findings consistent with pseudoarthrosis, segmental vertebral instability, and cage displacement at the surgical site (l4/l5 segment). Additionally, an anchoring plate was fractured. A revision surgery was performed to add a two-level posterior mis screw construct to l4/l5. The implant will not be removed, and the patient is now doing well and without pain. This is report two of two for this event.

Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report: 3004788213-2025-00063.

Event description:
It was reported that a patient had a return of pain in the lower spine and radiating down the legs three months post-operatively. Additional pain medication did not improve the patient's symptoms. A follow-up radiological study showed findings consistent with pseudoarthrosis, segmental vertebral instability, and cage displacement at the surgical site (l4/l5 segment). Additionally, an anchoring plate was fractured. A revision surgery was performed to add a two-level posterior mis screw construct to l4/l5. The implant will not be removed, and the patient is now doing well and without pain. This is report two of two for this event.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. The device was not returned, however x-ray images were provided which show that roi-a implant has migrated. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for roi-a implant for the failure of migration after implantation requiring revision surgery. A definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Corrections in d1 and d4: catalog, lot and UDI numbers. Additional information in d4: expiration date, and h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a patient had a return of pain in the lower spine and radiating down the legs three months post-operatively. Additional pain medication did not improve the patient's symptoms. A follow-up radiological study showed findings consistent with pseudoarthrosis, segmental vertebral instability, and cage displacement at the surgical site (l4/l5 segment). Additionally, an anchoring plate was fractured. A revision surgery was performed to add a two-level posterior mis screw construct to l4/l5. The implant will not be removed, and the patient is now doing well and without pain. This is report two of two for this event.